Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was being treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3. It was reported that the patient had difficult anatomy with a narrowing aorta and severe thrombus. The physician was unable to cannulate the gate due to thrombus and chose to convert the patient to an open surgical procedure. The gore excluder aaa endoprosthesis was discarded at the facility and surgical grafts were sewn in to treat the abdominal aortic aneurysm. The patient tolerated the procedure.